Manufacturer narrative:
Further information will be provided upon manufacturer's investigation.

Event description:
During a transfer from a chair to another chair, while the patient was suspended and lifted by the hoyer-600, the bottom part of the spreader bar detached. The patient fell three feet directly to the ground, however, it was reported that she did not sustain any injuries.